Manufacturer narrative:
D4 revised.

Manufacturer narrative:
Investigation summary failure to detect pump: the cause of the failure to detect pump was not determined due to no product or data logs returned. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Updated information: d4 UDI number updated.

Manufacturer narrative:
Corrected data. A141204 removed from h6. The investigation is still ongoing.

Event description:
An impella 5.5 was inserted via the right axillary artery in a 51-year-old male patient for cardiogenic shock following an out-of-hospital cardiac arrest. The patient¿s medical history was significant for coronary artery disease and renal insufficiency. The patient was transferred from an outside facility. According to the clinical team, when staff attempted to exchange consoles, the automated impella controller (aic) identified the pump as defective and the device would not recognize the purge cassette. As a result, impella support could not be resumed, and the patient required escalation to extracorporeal membrane oxygenation (ECMO) support. The patient experienced further clinical deterioration, coded, and was declared brain dead. The impella cp will be coded for pump stop, hemodynamic instability due to temporary hemodynamic support interruption, additional device required, device repositioning, and medical device removal and will be conservatively reported for death. However, based on the information available at the time of reporting, the device is unlikely to have contributed to the patient¿s death, which was most likely due to the patient¿s underlying critical clinical condition following prolonged cardiac arrest and refractory cardiogenic shock.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. During an attempted console exchange, the automated impella controller (aic) identified the pump as defective and would not allow the device to restart. As a result, the patient was placed on extracorporeal membrane oxygenation (ECMO). Following discussion with the managing physician, the patient subsequently coded and expired, with brain death documented.

Manufacturer narrative:
B1: added product problem.